Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01328. It was reported the patient experienced inappropriate rib stimulation. As a result, surgical intervention was undertaken on (B)(6) 2017 during which the leads were repositioned to a different location. The issue has resolved following the procedure.